Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported difficulty grasping leaflet and single leaflet device attachment (slda) appeared to be due to dilation of the tricuspid valve annulus, gap and challenging imaging. The reported image resolution poor could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) and a dilated annulus. A first clip, a triclip xtw (50429r1047) was inserted without issues and grasping was performed. However, imaging issues occurred, and difficulties grasping the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and deployed on the tricuspid valve. A third clip, a triclip xtw was inserted, and grasping was performed. However, after grasping with the third clip, the first clip (50429r1047) detached from the anterior leaflet and remained securely attached to the septal leaflet (single leaflet device attachment/slda). It was noted that there was no interaction between the third clip and the first clip implanted. Due to lack of tr reduction, a decision was made to remove the third clip. The clip was removed from the patient safely. No additional clips were implanted, and the tr remained at a grade of 4. The patient was reported to be stable throughout the procedure.